Event description:
Information received from the article: hernandez j. Long term outcomes of hepatic arterial interventional procedures in children: single center experience. (B)(4). The following report was received through review of literature. It was reported that there was one onyx related intra-procedural complication which included pulmonary embolization of onyx managed with snare retrieval.

Manufacturer narrative:
The onyx was not returned for evaluation as it was consumed in the event. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. The lot history record review was not possible since the lot number was not reported. (B)(4).